Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.86ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the device history indicates that on (B)(6) 2012 at 1210, the device was programmed for continuous only delivery in ml, with a 25ml/hr rate, a 600ml vtbi, a 0ml/hr kvo (keep vein open) rate, a 600ml container size. The device continued in use at the programmed rate until (B)(6) 2012 at 1755 when a new container was indicated and the delivery was started. At 0000, date stamp of (B)(6) 2012 occurred. At 0910, the delivery was stopped. Between 0913 and 0927, a start alarm occurred and was silenced 7 times. At 0952, the delivery was started. At 1734, a check cassette alarm occurred and a cassette was inserted. Between 1804 and 1807, the delivery was stopped and a start alarm occurred. Between 2223 and 2224, the device was powered on, a 15/000/001 (power down error) error code occurred and the program was cleared. A review of the device history indicated the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pt received less medication than intended. On (B)(6) 2012 at 1730, the device was programmed for continuous delivery of nafcillin 12gm, at a rate of 25ml. Hr, with a 600ml vtbi (volume to be infused) and the delivery was started. No further programming parameters were provided. On (B)(6) 2012, at 1730, during a scheduled home visit by the nurse to add a new container, it was noted that approximately 1/3 of the container had been delivered instead of the 582ml that was indicated on the device display. No pump alarms were reported. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.